Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified pelvic organ prolapse. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 3 second. The device was removed without any problem, and the procedure was completed with different device. No complications were reported, and the patient was in good condition after the procedure.